Event description:
A pt experienced warming and redness on their arm during a shoulder scan. The warming was felt on the arm opposite the shoulder being scanned. No padding was used; the arm was directly touching the bore of the magnet. The pt later reported that they had blistered in the affected area, had pictures and had seen a specialist several times. The operator manual states that padding must be used between the pt and the bore of the magnet during scans.